Manufacturer narrative:
As no product was returned, further investigation was not possible.

Event description:
There was an allegation of questionable glucose results from two accu-chek inform ii meters. At 9:52 pm, the initial result from meter serial number (B)(4) was 380 mg/dl (capillary sample). The operators did not believe the result was correct. Their facility's policy is to repeat the test if the result is greater than 300 mg/dl, so they repeated the test on a second meter and drew a venous sample, and tested it on both meters. At 9:52 pm, the result from a meter with an unknown serial number was 226 mg/dl (capillary sample). At 10:05 pm, the result from meter serial number (B)(4) was 216 mg/dl(venous sample). At 10:05 pm, the result from a meter with an unknown serial number was 231 mg/dl (venous sample). At 10:09 pm, the result from meter serial number (B)(4) was 264 mg/dl (capillary sample). At 10:09 pm, the result from a meter with an unknown serial number was 248 mg/dl (capillary sample). The reporter believed the patient was treated based on results from the meter with an unknown serial number.

Manufacturer narrative:
Quality control tests are run every 24 hours and passed on both meters. The meter and strips have been requested for return. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.